Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what is the patient¿s current condition? How was the anvil introduced? When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? What were the observed staple forms for the first and second procedure? How was the leak repaired? Who fired the device in the first procedure? If cancer, had the patient received chemo or radiation therapy? Was the firing across a staple line?

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle, uncut washer - blemished. Additional information was requested and the following was obtained: what is the patient¿s current condition? Patient is out of hospital. No fistula. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Indicator on closed staples. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Complete closure of the handle during the stapler and recovery of the anvil on the clamp with 2 full donuts. What were the observed staple forms for the first and second procedure? Open staples who fired the device in the first procedure? Graduate state nurse with visual control of a surgeon. If cancer, had the patient received chemo or radiation therapy? No chemo or radiation therapy pre-op. Was the firing across a staple line? Yes. The following information was requested, but unavailable: how was the anvil introduced? How was the leak repaired? The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a sigmoid procedure, there was a nonfunctional stapler: the device cut, the donuts were complete but not staples on the colic section; on the rectal portion, staples were all open. Laparoscopy converted to laparotomy to do the colorectal anastomosis again. Another like device was used to complete the procedure.